Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain (female)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's medical history included cholecystectomy, orthopedic procedure, pap smear abnormal, ophthalmic migraine, asthma, acid reflux (oesophageal), osteoarthritis, night sweats, wheezing, nausea, appetite fluctuation, odynophagia, pelvic adhesions and uterine enlargement. Previously administered products included for birth control: iud from 2000 to 2005. In 2008, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), migraine ("migraines / headaches"), dyspareunia ("painful sexual intercourse"), vaginal discharge ("vaginal discharge") and dysmenorrhoea ("dysmenorrhea"). In 2012, the patient experienced seizure ("seizures"), abdominal pain upper ("stomach pain"), headache ("migraines / headaches") and partial seizures ("blackout seizures"). On an unknown date, the patient experienced rash ("rashes or skin conditions type: face, nose"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), nausea ("nausea"), back pain ("lower back pain"), abdominal pain ("abdominal pain") and genital haemorrhage ("bleeding"). The patient was treated with surgery (hysterectomy (partial) and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, heavy menstrual bleeding, migraine, abdominal pain upper and back pain had resolved and the seizure, rash, bladder disorder, urinary tract disorder, nausea, dyspareunia, vaginal discharge, headache, dysmenorrhoea, partial seizures, abdominal pain and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, back pain, bladder disorder, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, heavy menstrual bleeding, migraine, nausea, partial seizures, pelvic pain, rash, seizure, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date. Previously reported 2008 and currently reported (B)(6) 2011 discrepancy noted in essure removal date (B)(6) 2018, (B)(6) 2018 concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea, heavy menstrual bleeding quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 22-jun-2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain (female)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's previously administered products included for birth control: iud from 2000 to 2005. In 2008, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), migraine ("migraines / headaches"), dyspareunia ("painful sexual intercourse"), vaginal discharge ("vaginal discharge") and dysmenorrhoea ("dysmenorrhea"). In 2012, the patient experienced seizure ("seizures"), abdominal pain upper ("stomach pain"), headache ("migraines / headaches") and partial seizures ("blackout seizures"). On an unknown date, the patient experienced rash ("rashes or skin conditions type: face, nose"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), nausea ("nausea"), back pain ("lower back pain"), abdominal pain ("abdominal pain") and genital haemorrhage ("bleeding"). The patient was treated with surgery (hysterectomy (partial) and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, heavy menstrual bleeding, migraine, abdominal pain upper and back pain had resolved and the seizure, rash, bladder disorder, urinary tract disorder, nausea, dyspareunia, vaginal discharge, headache, dysmenorrhoea, partial seizures, abdominal pain and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, back pain, bladder disorder, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, heavy menstrual bleeding, migraine, nausea, partial seizures, pelvic pain, rash, seizure, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date. Previously reported 2008 and currently reported (B)(6) 2011 discrepancy noted in essure removal date (B)(6) 2018, (B)(6) 2018 concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea, heavy menstrual bleeding most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter information were added. Patient's date of birth was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain (female)") and seizure ("seizures") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's previously administered products included for birth control: iud from 2000 to 2005. In 2008, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), seizure (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines / headaches"), dyspareunia ("painful sexual intercourse"), vaginal discharge ("vaginal discharge"), abdominal pain upper ("stomach pain"), headache ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea") and partial seizures ("blackout seizures"). On an unknown date, the patient experienced rash ("rashes or skin conditions type: face, nose"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), nausea ("nausea"), back pain ("lower back pain"), abdominal pain ("abdominal pain") and genital haemorrhage ("bleeding"). The patient was treated with surgery (hysterectomy (partial) and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, migraine, abdominal pain upper and back pain had resolved and the seizure, rash, bladder disorder, urinary tract disorder, nausea, dyspareunia, vaginal discharge, headache, dysmenorrhoea, partial seizures, abdominal pain and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, back pain, bladder disorder, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, nausea, partial seizures, pelvic pain, rash, seizure, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date. Previously reported 2008 and currently reported 2011. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-apr-2019: pfs received. Case become valid & incident . New events pelvic pain (female), seizures, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), rashes or skin conditions type: face, nose, bladder or urinary problems or changes, migraines / headaches, nausea, painful sexual intercourse, vaginal discharge, stomach pain, lower back pain, blackout seizures, abdominal pain, bleeding, essure confirmation test not done added. Patient information, history added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.